Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytology procedure performed on (B)(6) 2012. According to the complainant, the orange thumb ring broke off while the user was obtaining a sample from the patient's bile duct. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.this event has been deemed reportable based on the investigation results: sheath torn/split.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, the device was not used past its expiry date. Visual evaluation of the returned device found the handle wire bent and broken at the distal end of the thumb ring; the detached thumb ring was returned. Several kinks were found along the working length. The distal tip of the sheath was cut off; however, the cause of the cut could not be determined. The condition of the returned device rendered functional testing impossible. The condition of the returned device was consistent with the complaint that the thumb ring broke off; the complaint was confirmed. While the most probable root cause of the bent/broken handle wire and the kinks is operational context, review and analysis of all available information failed to indicate a root cause (or probable root cause) for the cut sheath. A review of the device history record (DHR) and review of similar complaints could not be performed as the lot number was not provided.